Event description:
Pt had flexiseal device inserted without difficulty and balloon filled with 45 ml per the rn who performed the task. One thousand (1,000) ml instillation of lactulose was ordered via fms q6 hr. After the first dose was administered, the clamp was closed x1 hour. After that hour the pt had approx 100ml of fecal liquid out. Two hours later, the rn went back to re-position the pt and check for patency of the tube and found the balloon bulging at the entrance to the anus and some bleeding evident round the sides of the tube. The nurse proceeded to remove fluid from the inflation balloon to reposition the flexi-seal - after removing 45ml the balloon was still bulging and she continued to remove total of 450ml from the balloon. The pt then had frank bleeding via the flexi-seal of approx 500ml. Eight (8) hours later, the pt was still having some bleeding via the fms and a sigmoidoscopy confirmed a rectal tear and the pt went for an emergency diverting colostomy. We are perplexed by this case. The nurse who instilled the 1,000 ml lactulose did not meet with any resistance which would have been expected if the incorrect port had been used to insert the liquid. In fact an experiment that we conducted on this product allowed us to instill 450ml in to the balloon inflation port, but with significant resistance. The liquid that was removed from the inflation port was allegedly clear in appearance, and did not look like lactulose. At this point we have no basis to believe an error occurred with instilling the liquid in to the incorrect port although there is no other logical explanation. All we know is the pt ended up with a rectal tear and that the device does allow > 45ml to be instilled in to the inflation port. Dates of use: (B)(6) 2015 - (B)(6) 2015. Diagnosis or reason for use: to manage fecal incontinence.